Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test with the nordic bluetooth device was performed and passed. Global functional testing was performed and passed all relevant testing. Device data log was down loaded and a loss of connection was observed within the investigative window. The customer complaint was confirmed. The probable cause could not be determined post investigation.